Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump was alarming. According to the consumer, the patient's pump was refilled in march and was not due for a refill until (B)(6). The consumer reported that "they didn't put enough medicine in" and that "they couldn't find it with a stick in it" in (B)(6). No symptoms were reported. No additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.